Event description:
The customer reported that his olympus visera elite video system center was displaying an e315 error code during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon further review, olympus personnel have determined this event to be a duplicate of report with patient identifier (B)(6). All future reporting concerning this event will be capture under report with patient identifier (B)(6).